Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced leakage. The following information was provided by the initial reporter: caller reported that when cx turned syringe/needle upright the insulin leaked out

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced leakage. The following information was provided by the initial reporter: caller reported that when cx turned syringe/needle upright the insulin leaked out.

Manufacturer narrative:
D.4 device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.